Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable harvester was attempting to disconnect the extension cable per usual procedure. They pulled back the quick locking portion of the cable and attempted to remove it from the adapter, but it was stuck. After working with the cable for several minutes, they were finally able to remove it. The customer stated that the cable seemed to work fine while doing the evh procedure and hp2 device worked as expected. No damage to the adapter was noted. No harm to patient.

Manufacturer narrative:
Tw ID#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.